Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstrings seal did not deploy out of the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the device was received with the tension spring components inside the deployment tube and seal cracked. The complaint for the deployment failure is confirmed.